Manufacturer narrative:
Visual inspections were performed on the returned device. Production records and corrective and preventive actions (CAPA) reviews was not performed because specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Without the specified failure mode a conclusive cause for the reported event could not be determined; however the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of bilateral common femoral arteries using the pre-close technique via a 5f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, there was no blood flow from the marker lumen of the prostyle device when the device was positioned in the right common femoral artery (rcfa). The device was still deployed and then a cuff miss [suture retrieval issue] was noticed. The sutures of two new prostyle devices were successfully pre-placed in the rcfa. The sutures of two prostyle devices were also successfully pre-placed in the left common femoral artery (lcfa). The sheath was upsized to a 16f sheath and the aaa interventional procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures at both access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. An additional prostyle was returned that the lever appeared to have been opened as the link was loose. Reportedly, the device was used in the patient anatomy; however, there was no reported issue with the device. No additional information was provided.